Event description:
It was observed that during the device evaluation, the colonovideoscope had noise and image loss are observed, with displayed and error code e216 occurring intermittently. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.